Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a patient's vns generator was replaced due to end of service. It is unk at this time the evidence which the physician based this determination on. Battery estimation performed yielded approximately 38% of battery life remaining. No further information I available from the reporter. The generator is currently in product analysis.